Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is approximately 53 years old. Multiple patients and multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation; except for the report of lead fracture for this manufacturer¿s sprint fidelis lead model. The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: measured lead parameters and electrogram sensing over time in patients with cardiac sarcoidosis and an implanted cardiac defibrillator. Jacc: clinical electrophysiology,. 2015;1:1-2. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead fractures, over/undersensing, patients experienced inappropriate shocks, and t-wave oversensing. There were lead revisions done for some of the leads. Additional information was obtained through follow up with the author who indicated that there were "no specific malfunctions identified." No further patient complications have been reported as a result of this event.